Event description:
Account reported that surgeon experienced an incomplete flap and was unable to lift the entire flap as it appeared to be missing the sidecut in one side. The flap also appeared thin. Patient was converted to photorefractive keratectomy at a later date. No information on which eye was affected. Account reported patient is doing fine post prk. Account believes the event was due to a wet cornea.

Manufacturer narrative:
Field service specialist visited site to evaluate report of suction loss during treatments. Could not duplicate issue. Evaluated laser chair/bed. Performed preventive maintenance while on site. No other observations made. System conforms to all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.